Manufacturer narrative:
Device was received with blank display due to broken power connector on electrical board. No physical damage to the battery cap noted. Device was received with cracked select button keypad overlay. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn back on. The customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting was performed and insulin pump still did not turn back on. The customer mentioned that the insulin pump was dropped. The insulin pump will be returned for analysis.